Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the needle broke. Another suture was used to continue the case. There was no patient injury.